Event description:
On 07-sep-2025 the reporter stated that on (B)(6) 2025 the user experienced hyperglycemia with blood glucose (bg) levels of 401 mg/dl and was admitted to the hospital, where the user was diagnosed with diabetic ketoacidosis and treated with intravenous insulin. The user remained hospitalized until (B)(6) 2025, when they were discharged. No long-term health effects were reported.

Manufacturer narrative:
At the time of this report, the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.